Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Fire testing was not conducted because of the cannula cap detached. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event date was reported as (B)(6) 2015, please provide the following: confirm the procedure date as being (B)(6) 2015? Was this event previously reported to ethicon? Please provide the specific type of hernia repair that was being performed? Device (2) lot numbers? It was reported that the 1st device misfired. The second device it was reported that the tip broke off? Please confirm that you are referring to the white cannula cap? Did the cap fall into the patient's cavity? If cannula cap fell into the cavity, was it removed/retrieved from the patients cavity? If cap was retrieved, did the removal of the cap from the patients cavity require any additional dissection? Initial reporter. Is it know if the devices came in contact with a hard service or bone when being fired? Were there any patient consequences?

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device tip broke off. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.